Manufacturer narrative:
The implicated belmont rapid infuser and the disposable set were not returned for eval. We have tested the rapid infusers, from this hosp, several times and found no problems. The system had shut down due to over temperature, as it is designed to do: whenever fluid from the heat exchanger reaches 42 deg c, the system stops pumping and heating and closes off the line to the pt. The volume of tubing between the temperature sensor and the pt is 45 ml so that none of the over temperature fluid could have reached the pt. We believe that clot formation inside the heat exchanger blocking flow was the most likely cause of the system/heat exchanger overheating rather than a system malfunction. Our (B)(4) met with the lead anesthesiologist for liver transplants at this hosp after we received the reports. We are diligently working with this hosp trying to find the root cause. Our clinical specialist and the engineering project mgr spent several days, observing various operations, attempting to find the root cause. At this time, we are unable to find any problems with our system. In this incident, there were (2) occurrences in the same procedure using (2) different devices. We believe the root cause was not our system but was in the infusates. (B)(4). In 2010, we shipped sets for approx (B)(4) procedures. The complaint listed above is non-existent.

Event description:
It was reported by (B)(6) that "after approx 6 minutes after skin incision on a pt anesthetized for an orthotopic liver transplantation (olt), the belmont alarmed "heating failure" and gave instructions on checking the temp sensor. The rapid infuser had been started about 20 minutes prior to skin incision and had been running for a total of approx 30-40 minutes at no more than 10ml/min when the alarm occurred. There had been no boluses administered. The rapid infusion line was running through a 9fr cordis with a properly positioned swan ganz catheter through the cordis the infusion reservoir contained only 500 ml of priming 0.9% normal saline, 1 unit of blood, and 2 units of ffp. There were no infusions running through the swan ganz catheter at the time. There also had been no drug boluses administered through this line. The infusion device was stopped, (B)(6) was called, and the device was exchanged for another one. The pt remained hemodynamically stable and appeared to suffer no clinical consequences from the event. Second rapid infuser was a replacement for the first rapid infuser device that malfunctioned earlier in the same liver transplant case. After running for approx 2-2.5 hrs, it alarmed "heating failure" with prompts to check the temp sensor. The device had been infusing at anywhere from 20 to 150 ml/min until that point in the case. No boluses had been administered and no medications had been administered through the rapid infusion line. The line was attached to a 9fr cordis with an indwelling, correctly positioned swan ganz catheter. The device was stopped, (B)(6) was called, and another device was brought in to replace it. The pt remained hemodynamically stable throughout the course of these events.